Event description:
Customer reported that 2 sample bar code ids had been misread by the analyzer. Tech support reviewed data printouts and determined that in a series of 14 labels, 6 were read correctly, 6 were not read by the analyzer and 2 were incorrectly interpreted by the analyzer. Misreads were isolated to the specific roll of sample ID labels in use. Bar code reader removed from analyzer and investigated in laboratory. Investigations indicated that the reader gave "no read" results rather than "misread" results. Reader returned to MFR for further eval.